Event description:
Meter/strips are giving high, then back-to-normal readings. Ranges starting from 300- 100's. Customer went to her doctor's office and she stated the meter is acting up. When the customer started receiving sporadic readings, she thought the test strips were defective, so she went to purchase a new vial. The meter was working fine in the beginning, but then started acting up again.